Event description:
It was reported that the right atrial lead pin appeared to be bent after the lead was implanted. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the connector pin was bent. It was also noted that there was blood in/on the helix mechanism and the lead was damaged at implant.